Event description:
A 2.0 mm diameter ptca balloon was inflated to pre-dilate a lesion in the distal circumflex coronary artery. It was reported the circumflex coronary artery was excessively tortuous. A s7 stent was then deployed in the proximal circumflex coronary artery. A 3.0 mm diameter by 24 mm length s7 stent delivery system was inserted for treatment of the lesion in the distal circumflex coronary artery. It was not possible to reach the lesion, therefore, the stent delivery system was removed from the patient. Upon removal of the stent delivery system, the stent was noticed missing from the delivery balloon. It was not possible to visualize where the stent had dislodged in the coronary artery. A 2.0 mm ptca balloon was inserted into the distal cornary artery in an attempt to place the balloon through the undeployed stent. Upon insertion into the stent, the balloon was inflated slightly and the stent was successfully removed from the patient. The target lesion was subsequently treated with angioplasty only. The patient was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The instructions for use were not followed when the lesion was not 1:1 pre-dilated. The excessively tortuous coronary artery likely contributed to the event.